Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been running low for the past couple days. The patient's blood glucose at the time of incident was 34 mg/dl, and rose up to 66 mg/dl after she treated with food. Troubleshooting was initiated for the low blood glucose events and to inspect the pump and its corresponding materials for damage and functionality. The patient stated that she been treating her recent episodes of hypoglycemia with orange juice. The drive support cap was inspected and was normal. Prime and rewind technique was also discussed. Additionally, the patient mentioned a high blood glucose event in which her blood glucose exceeded 500 mg/dl, which she declined troubleshooting for since she had eaten a (B)(6) breakfast without bolusing. The customer was advised to monitor her blood glucose carefully as well as the pump, and to call back if issues persist. No products were shipped or returned.